Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer's blood glucose was unknown at the time of the incident. The customer stated that he remembered that his sensor glucose was 110 mg/dl with two arrows down prior to the event. The customer stated that he took glucose tablets. The customer stated that he fell due to low blood glucose. The customer also reported that he felt dizzy and light headed then fell. The date of the hospitalization was (B)(6) 2015. The customer declined to continue troubleshooting for the low blood glucose. The customer stated that he may over bolused that caused the low blood glucose. The insulin pump will not be returned for analysis.